Event description:
Patient was undergoing lumbar radiofrequency ablation. Grounding pad was placed on left calf. During the ablation, the grounding pad peeled up due to poor adhesive on grounding pad and patient received small superficial burn to the back of his left calf where the electrical energy arced between his leg and the grounding pad.